Event description:
Through journal article "aesthetic limitations in direct-to-implant prepectoral breast reconstruction" the following events were reported: "significant capsular contracture (grade 3 to 4) was noted in 27 breasts", "implant flipping in four breasts", "implant displacement in five breasts", "major rippling in nine breasts", "minor rippling in 17 breasts", "hematoma" for 9 patients, "infection" for 10 patients, "seroma" for 9 patients, and "necrosis" for 2 patients. Some of the devices were explanted, but status of all the devices is not known. Treatment: capsular contracture was treated with capsulotomy and implant exchange. Implant malposition was managed by capsulorrhaphy and lateral pocket tightening. Lateral malposition required revision myocutaneous lower thoracic advancement flaps for inframammary fold displacement. Significant rippling was managed by fat grafting in four cases, implant exchange occurred in four cases, and lateral capsule sutures were used to tighten the pocket in one case.

Manufacturer narrative:
(B)(4). Article citation: safran, tyler; al-badarin, faris; al-halabi, becher, m.h.p.e., viezel-mathieu, alex, c.m., dionisopoulos, tassos, c.m.. ¿aesthetic limitations in direct-to-implant prepectoral breast reconstruction.¿ plastic and reconstructive surgery, july 2022, volume 150, issue 1, pages 22e - 31e, https://doi.org/10.1097/prs.0000000000009189. The events of "capsular contracture, seroma, infection, and necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, seroma, necrosis, infection (unknown onset).